Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. However, the insulin pump was received with corroded battery tube. No battery out limit alarms noted. The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. No button error alarms noted. The insulin pump was received with cracked reservoir tubelip.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated their buttons were hard to press. It was also found the customer replaced the battery and a battery out limit alarm occurred after. The customer did not troubleshoot for the battery out limit alarm. It was also reported the customer received a button error alarm. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.